Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found stent damage. Stent struts on the first and third row at the proximal end were lifted. It was also noted that the stent had moved approximately 0.5mm distally. The tip was flared and the hypotube was kinked along its length. It was also noted that the port was torn. No other issues were noted with the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 38mm x 3mm, totally occluded target lesion was located in the severely tortuous and severely calcified left circumflex artery with a bend of >=90 degrees. A 3.00x38mm promus element long stent delivery system was selected to treat the lesion. The physician was unable to use the device to pass the lesion because its strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.